Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link standard bore catheter extension sets had end blue caps that were difficult to remove. Clamps were used 'sometimes' to remove the caps. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received inside a zip lock bag with a open blister package and tip protector attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including clear passage and pressure test were performed which revealed satisfactory results. An additional dimensional test was performed on the tip protector which found that the part was within the specification tolerance range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.